Event description:
Reportable based on analysis completed on (B)(4) 2014. It was reported that crossing difficulties were encountered.   The non-calcified target lesion was located in the unspecified vessel. A 2.50 x 38mm promus element plus stent was unable to cross the lesion. The procedure was completed with another of same device. No patient complications were reported and the patient's status was good . However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: a visual and microscopic examination found that the hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The stent was damaged at the proximal end. Struts on the most proximal rows were raised vertically. This type of damage is consistent with the stent meeting resistance upon advancement and/or withdrawal. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).